Event description:
Medtronic received the following information obtained from the journal article entitled; endoanchors to resolve persistent type ia endoleak secondary to proximal cuff with parallel graft placement. Esme j. Donselaar, md, rozemarijn j. Van der vijver-coppen, md, phd, leo h. Van den ham, md, jan willem h. P. Lardenoye, md, phd, and michel m. P. J. Reijnen, md, phd journal of endovascular therapy 2016 vol 23(1) 225-228) doi: 10.1177/1526602815621920 a talent aaa stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm on an unknown date. It was reported that the patient presented at their five-year follow-up with a proximal type I endoleak owing to distal stent-graft migration, leading to sac expansion from 52 to 65 mm. The patient received treatment. The physician implanted a covered stent from another manufacturer as a chimney graft in the left renal artery through the left brachial approach and implanted an endurant cuff just below the orifice of the right renal artery. Intraoperative angiography showed a persistent proximal type I endoleak. The physician elected to implant aptus endoanchors in an attempt to resolve the endoleak. The cuff and the bifurcated stent graft were affixed to the aortic wall with seven endoanchors placed in a u-shape around the chimney to resolve the endoleak and at other sites remote from the chimney graft for fixation. Completion angiography showed no endoleak and a patent chimney graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.